Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. The pump will be returned for analysis and will be replaced.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to moisture damage on the force sensor resistor. Unable to perform occlusion test and excessive no delivery tests due to prime fill anomaly. Unable to confirm compromised force sensor system alarms due prime fill anomaly. The insulin pump passed displacement test, rewind self-test, off no power test and basic occlusion test. No motor error alarm noted during testing. The insulin pump had cracked reservoir tube lip, minor scratched the display window, cracked case at the display window corner, cracked belt clip slot, cracked battery tube threads, cracked case and scratched reservoir tube window.